Manufacturer narrative:
Returned for evaluation was a syntrax catheter and guidewire, the guidewire was advanced in the catheter. The catheter tip end was noted with damage and the marker band was missing. The guidewire coating was noted to have the peeling/bunching up. The customer's reported complaint description of the distal markerband detached from the catheter is confirmed. It was noted "the doctor "looped" the wire just outside the catheter and then proceeded to advance/push on the catheter, advancing the wire along with it. A lot of pressure was applied and due to the heavy disease state of the lesion, this resulted in the wire perforating through the distal end of the catheter and breaking off the last 1-1.5cm's of the catheter." The most likely root cause for the missing markerband (distal one) was found on the guidewire returned and likely detached when guidewire was trying to be pulled back through the catheter resulting in guidewire coating peeling/bunching up and pulling marker band off the catheter, however, this cannot be definitivley determined. Scar004454 was sent to the manufacturer of this product for an external review. Per the manufacturer's review: "supplier investigation shows not manufacturing non-conformance of the catheter, likely root cause is handling damage during use." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use: which is supplied to the user with the device, contains the following statement: the syntrax* support catheter is an over-the-wire (otw) single-lumen catheter with an atraumatic tapered tip. The catheter system is offered in fifteen (15) size models that are 0.014 in, 0.018 in, and 0.035 in guidewire compatible with working lengths of 65 cm, 90 cm, 135 cm, 150 cm and 180 cm. The distal catheter shaft has three (3) radiopaque markers that aid in positioning the catheter and estimating distances. The distal outer portion of the catheter has a hydrophilic coating. The proximal end of the catheter has a manifold with a female luer connection to communicate with the catheter lumen. The lumen is used to pass the catheter over the appropriate guidewire (as listed in table 1) or for infusion. The catheter guidewire size and length are printed on the strain relief. The catheter is compatible with sheaths and guiding catheters as outlined in thedfu. Warnings the catheter should only be manipulated while observing under fluoroscopy. If resistance is encountered at any time during the insertion procedure, do not force passage or torque the catheter. Resistance may cause damage to device or vessel. Carefully withdraw the catheter. The catheter should only be advanced or withdrawn over a guidewire. Do not exceed the maximum infusion pressure of 300 psi. 4. Precautions preparations should be made and a trained vascular surgical team available in the event conversion to open surgery is required. Carefully inspect the package and catheter prior to use to verify no damage occurred during shipment. Do not use if the package or catheter is damaged since the sterility or integrity of the device may be compromised and thus increasing the risk of patient infection and device malfunction. ·to avoid damage to hydrophilic coating, do not wipe the catheter surface with dry gauze. Do not attempt to pass the catheter through a smaller sized sheath or guiding catheter than indicated in table 1. Damage to the device may occur. Only use guidewires of the recommended diameter and length indicated in table 1. To avoid kinking and damaging the catheter, advance slowly in small increments until the proximal end of the guidewire emerges from the catheter. To avoid damage to the catheter or vessel, do not advance or withdraw the device without a guidewire in place. Do not exceed the maximum recommended infusion pressure of 300 psi. Higher pressures may cause damage to the catheter and vessels. Refer to table 2 for flow rates of the catheter. Catheter should not be advanced into a vessel having a diameter smaller than the catheter outer diameter. Damage to the device or vessel may occur. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has not been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics executive district sales manager reported the following issue with a pvi syntrax 018 x 90cm catheter. Using a pedal approach, the patient was accessed with a .018 command wire, accompanied by the syntrax 018 x 90cm catheter. The patient had severe pop/sfa cto. The catheter and wire were unable to cross the lesion. The doctor "looped" the wire just outside the catheter and then proceeded to advance/push on the catheter, advancing the wire along with it. A lot of pressure was applied and due to the heavy disease state of the lesion, this resulted in the wire perforating through the distal end of the catheter and breaking off the last 1-1.5cm's of the catheter. The catheter was fully extracted and nothing was left inside the patient. The wire and catheter were exchanged with a navicross and the case continued as planned with a 1.5 laser atherectomy and balloon angioplasty with a great result. The physician commented several times that he was pushing hard and admitted it was not the right type of case or morphology the support catheter is designed for. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).